Event description:
(B)(4) .

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. The eval was not able to reproduce the customer issue. The eval concluded that the device was operating as designed. (B)(4) .